Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 4.00mm x 15mm nc emerge balloon catheter was advanced to treat the lesion. However, upon preparation, while loading into the wire, it was noticed that the distal portion of the shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 75.6 cm from the strain relief. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There were numerous kinks to the hypotube. There was contrast in the inflation lumen and the balloon was tightly folded.

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 4.00mm x 15mm nc emerge balloon catheter was advanced to treat the lesion. However, upon preparation, while loading into the wire, it was noticed that the distal portion of the shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported.